Event description:
The device was explanted.

Event description:
Patient reported capsular contracture baker grade unknown against an unknown mammary breast implant device on left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.3., d.1., d.2., d.4., d.6., g.5., h.4., h.6.

Event description:
Patient reported capsular contracture baker grade IV on right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6a, d.6b, g.3, h.6.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture baker grade unknown against an unknown mammary breast implant device on left side. The device remains implanted.